Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). Device evaluation: the lens was not returned as it remains implanted. The location of the reported material is unknown. Therefore the compliant issue could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the preloaded lens model pcb00 the doctor discovered a little string. The reported string was removed the eye and taken to the reporter¿s laboratory for investigation. No patient injury or wound enlargement was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.